Event description:
The pt's indwelling urinary catheter, which was inserted early this morning prior to the ablation procedure, was being pulled out by rn when resistance was met. The whole process happened as follows:1) the balloon was deflated and obtained 9.5cc of water return (catheter was marked 10cc in inflation port).2) the catheter was pulled, but there was resistance about 1.5 in. From the meatus.3) medical assistant (ma) came in and deflated the balloon again obtaining no fluid. Ma slowly pulled the catheter out and a resistance was met about one half inch from the tip of the meatus.4) the catheter inside the penis was palpated and a circular protrusion where the balloon would be was palpated.5) the balloon inflation port was cut, sterile lubricant was injected into the penis.6) the catheter was gently pulled 2-3x and finally came out.7) upon removal, a "donut ring" around the catheter was seen at the tip of the balloon.8) the protruded "donut ring" was smoothed down resulting in the flattening of the protrusion.9) the patient had no signs of bleeding.